Event description:
The hill rom nurse call system allows for staff at the nursing desk control panel to answer calls from patients. However, the system shuts off when a staff member with a locator enters the patients' rooms, thereby preventing the staff at the desk to answer the call. The staff member in the room might have entered for another patient, not the patient who is actually calling and without knowledge that the patient is attempting to call for assistance.